Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for low ra lead impedance and several inappropriate ams episodes due to high-amplitude noise on atrial channel were observed via a merlin.net transmission. The patient did not report any symptoms. The physician elected to monitor the lead. .